Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.

Manufacturer narrative:
The loss of suction was due to a hole in the suction supply hose. The customer replaced the hose to resolve the issue.